Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the screen went black and subsequently shut down on its own. There was no error message displayed. They were able to reboot successfully but then the screen went black again. The procedure was completed successfully with another ultrasound system. There was no impact or injury to the patient reported. There is no death or serious injury associated with this event. This issue was initially identified as a non-reportable event. During a retrospective review, it was determined that this complaint should be reported in an abundance of caution.